Manufacturer narrative:
This MDR is being submitted beyond the required reporting timeframe due to delays associated with recent internal system changes. The delay was unintentional and has since been addressed through process and system updates to prevent recurrence.

Event description:
It was reported that the user experienced hyperglycemia with a blood glucose of 377 mg/dl while using the ilet system, after which the user performed a supply change, and all components were replaced successfully. User to monitor blood glucose and recheck after the change. The next day, on a separate follow up, the patient reported of being unable to do a full supply change, disconnected from the pump and administered insulin injection and was instructed to monitor and recheck glucose. Customer care provided support that included user monitoring. Investigation of this case revealed no confirmed device malfunction and that hyperglycemia occurred with cause unclear. No symptoms associated with elevated blood glucose. Outcomes included blood glucose going back to range without medical intervention. It was concluded that no device deficiency was confirmed. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.